Event description:
It was reported that the customer were hospitalized due to diabetic ketoacidosis on (B)(6) 2022. Blood glucose level at the time of the incident was between 400-600 mg/dl treated with intravenous insulin infusion. Customer was hospitalized from (B)(6) 2022 to (B)(6) 2022. Customer started again with chemotherapy, customer was throwing up there was blood in her vomit. Customer did test for ketones and it was very high. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was active at the time of high blood glucose event. Customers last blood glucose reading was 135 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.